Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A report was received regarding an integra pediatric dp shunt system. The event was described as follows: "the valve was implanted in one of their little pts on (B)(6) 2012. Unfortunately, they had to change the valve again after one month (on (B)(6) 2012). The pt was a baby boy (born (B)(6) 2012) and it was a postnatal operation. The surgeon has seen postoperative underdrainage and subdural hemorrhage. They have confirmation of issue with the device with sonography, MRI, clinical symptom, and puncture (fluid taken from the medical device). They changed the device on (B)(6) 2012 with a codman. The consequences of the issue was recurrent hemorrhage and low drainage. On september 10, the pt was ok and the new system works."